Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and observed a sampling issue. The fse identified the failure mode as misalignment of the sample probe to the sample tubes. The fse realigned the sample probe to resolve the issue. No hardware parts were replaced. The fse verified system performance, and the customer is satisfied. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Manufacturer narrative:
Beckman coulter field service engineer (fse) made multiple service visits to the customer site. The fse inspected instrument and aligned probe to samples tube, verified sample probe cuvette height. The investigation is still in process and malfunction cannot be ruled out. This issue has been escalated and fse is scheduled to go back to the customer site for further checks. The failure mode cannot be determined at this time. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low creatinine kinase (ck) and ion-selective electrolytes (ise) patient results, including sodium (na), chloride (cl) and potassium (k), on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data for one patient sample.